Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufentanil 283.0mcg/ml for a total dose of 108.09mcg/day, bupivacaine 21.3mg/ml for a total dose of 8.135mg/day, and clonidine 968.0mcg/ml for a total dose of 369.71mcg/day via an implantable pump for spinal pain. It was reported the patient had their pump replaced on (B)(6) 2017. They had also been treated in wound clinic for wound overlying catheter anchor in lumbar spine area since (B)(6) 2016. The patient presented to office for evaluation of pump pocket incision on (B)(6) 2017. Incision noted to be red with a small amount of swelling, but no induration, drainage, or odor. The patient was started on oral antibiotics. After hours on friday (B)(6) 2017, the patient called with purulent drainage from pain pump site, no fever. On sunday, (B)(6) 2017, the patient was examined and confirmed the report of drainage from pain pump pocket, and underwent externalization of pain pump (entire system) and repair/excision of lumbar wound, which "was non-healing and may be the source of their infected pump." The patient was discharged from the hospital on (B)(6) 2017. Cultures from both sites grew (B)(6), and the patient was placed on IV (intravenous) antibiotics for 4 weeks per infectious disease consultant. The patient reported/called hcp office and complained of a spinal headache on (B)(6) 2017 with (B)(6) csf (cerebrospinal fluid) culture resulting in entire system explant (explanted/not replaced) on (B)(6) 2017. On (B)(6) 2017 the patient was evaluated and placed in "trendelenburg" and given IV morphine (8mg im) and an intrathecal bolus for pain. Upon examination on (B)(6) 2017 there was no fever, no nuchal rigidity, and a bolus in the pump showed minimal/no significant improvement of the headache. Csf was obtained through side port and sent for gram stain and cultures. The patient was already receiving IV antibiotics per infectious disease hcp (for (B)(6) in pain pump pocket and lumbar wound). Csf cultures obtained on (B)(6) 2017 grew (B)(6). Follow up office visit on (B)(6) 2017 documented the incisions were well-approximated, clean, dry, and intact. No further reports of spinal headache. The event resulted in prolonged or in-patient hospitalization. The clinical diagnosis was infected pain pump pocket and meningitis. The outcome of the event was resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related with the incisional site/device tract as pump pocket lumbar site and catheter tract. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.